Event description:
The report received indicated that during an interventional procedure for carotid stent placement, the patient's blood pressure dropped to 80 mm (hypotension) after the precise 8 x 40 mm stent was deployed at the target lesion. An angioguard 6 mm embolic protection device was in place at the time of the event. Dopamine hydrochloride was administered for one day and the patient's blood pressure returned to normal the day after the procedure. The patient had no neurological symptoms upon leaving the angiography suite and has been discharged from the hospital eight days after the procedure. There were no reported problems with either the precise stent or the angioguard embolic protection device. The physician's comment regarding the adverse (ae) was that it may be due to carotid sinus reflex.

Manufacturer narrative:
The patient was asymptomatic at the time of the elective index procedure. The target lesion was the right internal carotid artery (rica). The lesion was reported to be: an 80% stenosis, heavily calcified and not tortuous. The lesion was pre-dilated with an unknown 3.5 mm balloon at 6 atm. The devices were inspected prior to use and appeared to be normal. The products were prepared properly according to the instructions for use (IFU). The precise stent was post-dilated with a 5.5 mm unknown balloon at 7 atm. The residual stenosis was 10%. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please refer MFR. Report # 9616099-2009-00688.